Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative was able to solve this issue via telephone. The representative was able to guide the site through replacing the fuse. The site was then able to verify and test the system after the fuse was replaced and all tests passed. The imaging system was returned to service. The suspect fuse did not return to the manufacturer for evaluation as it was discarded. Resolution confirmed via phone call.

Event description:
A site representative reported that outside of a procedure, when powering the mobile view station (mvs) on the imaging system for a case later in the day, the mvs would not power on. It was reported that the line power led was not lit. There was no patient present when this issue was observed.

Manufacturer narrative:
Correction: methods and conclusion codes updated to proper value.